Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction of the scratched metal tip: physical stress being placed on the metal tip due to external factors and normal use. Based on the results of the investigation, it is likely the following led to the malfunction of the noisy image: poor electrical contact caused by external factors, physical stress resulting from use, or temporary static electricity or overcurrent. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the endoeye flex deflectable videoscope to the service center for a separate issue. During the device analysis, it was indicated that scratches on the metal tip and a noisy image during angulation were found. There was no patient involvement.